Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Lens was removed/replaced in the initial surgery. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the deployment of the tecnis monofocal intraocular lens (model pcb00 +17.0 diopter), the lens got stuck in the inserter and when doctor tried to successfully implant the lens the capsular bag broke. The lens was removed and replaced in the same surgical procedure. A model za9003 +16.5 diopter lens was used as the replacement lens for the patient. No further information provided.